Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist stated that the field service engineer replaced the hard drive. Performed data base restore according to ka 000017669, reviewed and updated software options to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medbank es system application was crashing. The customer stated that there were many delays, and the station would reboot many times while trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.